Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of a thrombus formation within the inflow cannula and eye of the rotor; however, the evaluation could not confirm the reported outflow graft obstruction. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition could have contributed to the reported low flow alarms, which was confirmed through review of the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 2.5¿ from the pump header. The distal portion of the pump cable was returned secured to the modular cable. The outflow graft was returned attached to the pump cover outlet port, with a distal portion of the outflow graft returned. Two pieces of the outflow graft bend relief was returned disengaged from the graft attachment hardware. The apical cuff was returned secured with the cuff lock fully engaged. The cuff lock had been disengaged prior to the pump¿s return, and the apical cuff was not returned. The pump appeared to be fixed. Upon disassembly of the returned pump, a white, hard deposition was observed to fully occlude the distal end of the inflow cannula and the proximal side of the rotor eye. The deposition shape suggests that it was first ingested into the inflow cannula and then later came into contact with the rotor, becoming wedged between the two structures. Further examination of the blood-contacting surfaces revealed no evidence of other developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well revealed concentric scratches on the distal rotor shroud that could have been caused by the presence of the deposition; however, a specific cause for these scratches could not be conclusively determined. The submitted controller log file captured intermittent and sustained low flow alarms on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Further, the lvad event and periodic log files were retrieved from the returned device and captured decreases in pump flow. Despite the observed decreases in flow, the pump appeared to have functioned as intended throughout the duration of the files. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. In addition, section 5 cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook contain information on how to clean and care for the driveline. Both documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions users to call their hospital contacts if they think the driveline is damaged (or might be damaged). The IFU and the patient handbook provide additional instructions regarding driveline care and inform the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had new onset low flows and suspected thrombus in pump. The patient had a recent outflow graft obstruction on (B)(6) 2025. The event log files captured persistent low flow events throughout the log file with flow hovering mainly around the 2.4 to 2.5 liters per minute (lpm) mark. Technical services stated that these patterns were associated with an obstruction in the ventricular assist device circuit. The patient underwent a left ventricular assist device (lvad) pump exchange due to outflow graft obstruction on (B)(6) 2025. Related manufacturer reference number 2916596-2025-00704.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.